Event description:
The customer reported that the system would not boot up and the fast stop switch was broken. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The surge suppressor printed circuit board and the fast stop switch were replaced. The system was tested and operates as intended.